Event description:
It was reported that the patient received inappropriate therapy. Upon testing, the right ventricular lead had high impedance and thresholds and was oversensing. The lead was replaced and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.